Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced a syncopal episode. No adverse patient effects were reported. Elevated troponins were noted and no allegations were made against device function. There were no episodes recorded in the device concurrent with syncope. This device remains in service.